Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage and residue on lens. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.00/+1.5/080 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a smaller lens due to excessive vault. However, the problem was not resolved as the surgeon mistakenly implanted an incorrect lens (implanted the lens for the os eye). See claim# (B)(4) for case resolution (no MDR# issued as of yet).

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events found. (B)(4)